Manufacturer narrative:
(B)(4). As the sample was made available, section d has been updated accordingly. Evaluation summary: a complaint sample was provided after the original investigation was completed. Evaluation of the complaint sample confirmed the needle was fractured. Inspection of the fractured component suggested the needle was bent due to excessive force; however, the reported condition could not be definitively confirmed by the complaint investigation. A review of complaint data identified a previous complaint of similar nature. A review of the previous investigation did not identify any additional evidence to aid in the identification of the root cause for the current complaint. A thorough review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported condition. A device history review (DHR), raw material history files, and the sterilization batch records for the listed manufacturing lots showed no recorded quality problems or rejections related to this incident. Based on the investigation results, a definitive root cause could not be identified for the reported condition. All applicable manufacturing and quality personnel will be notified of this failure mode in an effort to heighten awareness of this complaint and minimize any impact from the manufacturing processes. Appropriate feedback will be recommended to carefusion's account representative. Professional feedback may include, but is not limited to, best-practice techniques, labeled instructions and precautionary warnings related to exceeding the torsional stress limits of this device.

Event description:
During the sampling of bone marrow from the iliac crest a piece of 2.5cm of the needle broke off into the patient. The patient required a surgical procedure to remove.

Manufacturer narrative:
No sample was provided for evaluation, therefore; the quality of the bone marrow needle assembly cannot be evaluated. Therefore; we are unable to determine the root cause for the failure reported. A thorough review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported failure mode. A device history review (DHR), raw material history files, and the sterilization batch records for the listed manufacturing lots showed no recorded quality problems or rejections related to this incident. All applicable manufacturing and quality personnel will be notified of this failure mode in an effort to heighten awareness of this complaint and minimize any impact from the manufacturing processes.